Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of saline. The customer contact reported that during priming prior to pt use, an unspecified volume of solution leaked between the connection of the tubing and the secure lock male adapter of the tubing set. Though request, no additional information was provided, including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.